Manufacturer narrative:
Block b3: exact date unknown, event occurred since implant procedure. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7133257/7133954.

Event description:
It was reported that the patient was experiencing inadequate stimulation and pain at the implantable pulse generator (ipg) site. The patient underwent a system explant procedure. The explanted devices will not be returned, as they were kept by the medical facility